Event description:
It was reported that a pt underwent an unk surgical procedure on (B) (6) 2009. During the procedure, the needle broke at the tip during suturing under the skin. The needle shape at the tip was crumpled. An x-ray was taken to locate the needle fragment, but did not appear in a photo.

Manufacturer narrative:
(B) (4). (B) (4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form.